Manufacturer narrative:
Siemens has observed over-recovery in the immulite/immulite 1000/immulite 2000 androstenedione assay for samples across the assays' reportable range of 0.3-10 ng/ml (1.1-35 nmol/l). Siemens has confirmed that the issue noted in the december 2013 field action is not limited to only samples >5.5 ng/ml (19.2 nmol/l). Siemens has identified that the root cause of the over-recovery is related to the variability of a critical raw material. This issue has been resolved beginning with immulite/immulite 1000 kit lot 431, and for immulite 2000 beginning with kit lot 331. An urgent field safety notice (ufsn) 1113 for immulite/immulite 1000 and ufsn 3021 for immulite 2000 was sent to ous customers in november of 2014. The ufsn recommends that the customer discard the affected kit lots and to review the letter with their medical director.

Event description:
The customer has obtained falsely high results on two patient samples for the androstenedione assay on an immulite 2000 instrument when using reagent lot 322. The first patient sample was run twice at two different times on the same day. The second patient sample was run once on the immulite 2000 instrument. The results obtained on the immulite 2000 instrument were reported to the physician(s) and questioned. The samples were then repeated on an alternate platform. The results obtained on the immulite 2000 were higher than that obtained on the alternate platform. The results on the alternate platform were not reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the falsely high results obtained for the androstenedione assay.